Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip was half deployed and was jammed onto the bushing. The prongs were locked into the capsule and could not be opened. The yoke which was still attached to the control wire was actuated and deployed. The over sheath assembly was not returned and a kink was noticed in the control wire. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2016.   According to the complainant, during preparation, the clip could not be opened. The procedure was completed with a different device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.   Investigation results revealed that the clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.